Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited low out of range pace impedance measurements and oversensing of noise resulting in inappropriate atrial tachy response (atr) episodes on the right atrial (ra) lead. No adverse patient effects were reported. At this time, this device system remains in service.